Manufacturer narrative:
Product complaint (B)(4). Updated sections on this med watch: b4, d4 (primary UDI number), d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, the delivery wire of an enterprise2 4mmx23mm intracranial stent (encr402312, 8598554) was placed in target site but the distal marker of the stent could not be seen. The physician retracted the guidewire, it was found that the stent body was separated prematurely from delivery wire. The physician removed the prowler select plus 150/5cm microcatheter (606s255x, 31198132) from the patient, it was found that the stent was in the microcatheter. New devices were switched to complete the surgery. The surgery was prolonged about 10 minutes. No patient injury was reported. No additional information is available. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the microcatheter was returned inside a dispenser hoop. One (1) compressed condition was found at 2 cm from the distal end of the microcatheter. No other damages were noted. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device 31198132 number, and no non-conformances related to the malfunction were identified. Although a compressed condition was found at the distal end of the microcatheter, the event states that the concomitant enterprise system was placed in target, indicating that no obstruction was experienced with the microcatheter. Therefore, the customer complaint is not confirmed, and the compressed condition of the microcatheter could be the result of the post-handling of the device; thus, this is not consider related to the issue reported. The instructions for use (IFU) provides proper handling instructions to prevent such issue from occurring. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendation and warning: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter. Information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, the delivery wire of an enterprise2 4mmx23mm intracranial stent (encr402312, 8598554) was placed in target site but the distal marker of the stent could not be seen. The physician retracted the guidewire, it was found that the stent body was separated prematurely from delivery wire. The physician removed the prowler select plus 150/5cm microcatheter (606s255x, 31198132) from the patient, it was found that the stent was in the microcatheter. New devices were switched to complete the surgery. The surgery was prolonged about 10 minutes. No patient injury was reported.